Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the patient's blood glucose on (B)(6) 2015 was high with unconsciousness. It was reported the patient was hospitalized; treatment was not specified. The reporter noted the patient remained on pump therapy and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. Troubleshooting found no indication of a pump malfunction. The patient was referred to a health care provider for diabetes management. This complaint is being reported because the reported health event was attributed to an inaccurate delivery allegation of unknown cause.